Event description:
It was reported that ventilation stopped mid case while on a patient and coming up with power supply and vent failure upon device reboot. No injury reported.

Manufacturer narrative:
The investigation was just started. The results will be forwarded once the investigation is closed. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
For the investigation the logfile and the replaced power supply were analysed. The logfile showed that the device performed a temporary reset immediately after a power interruption, triggered a ventilator fail alarm and switched to man/spont mode. The logfile further indicates a faulty battery. The device displayed the charge status as 0% on the date of event and also for several days before the event. The power supply was tested to specification, no hardware failure was found. In general, in the case of a network failure or a power supply failure, the device continues operation using the internal backup batteries without limitation of functionality while a power failure alarm is given. The remaining capacity of the batteries is indicated to the user and additional warnings are given when the residual battery capacity is less than 20% respectively 10%. In case of a battery capacity of 0% the device switches off and restarts as soon as network supply restores. Manual ventilation is still possible. When the device is switched on, the device checks the appropriateness of the connected battery and shows its status on the display. Dräger finally concludes that the root cause for the described stop of ventilation was a faulty battery which was detected and displayed to the user already several days before the event. Further information about the battery was not available for investigation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable. The device has no UDI as an UDI was not required at the time the device was manufactured.

Event description:
It was reported that ventilation stopped mid case while on a patient and coming up with power supply and vent failure upon device reboot. No injury reported.